Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure t1 and t2 deployed simultaneously from the fast-fix device. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows no t¿s or sutures remain on the inserter. No t¿s were returned for evaluation. The delivery needle was found to be in good shape. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The described failure is most likely related to the distance between the deployed t1 implant and the needle tip. The suture length may allow the 2nd implant to prematurely deploy if the trigger is advanced prematurely or if the needle is pulled back too far from the site. No patient risk is associated with this type of event. No deficiencies were identified within the device history review for this production lot. Complaint history review identified no additional complaints for this lot.